Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The technical heart failure specialist has confirmed that the patient's waveform is not in fact dampened. The patient's electronics unit was encountering electromagnetic interference during reading causing the waveform to have a dampened appearance. Troubleshooting has resolved the issue and the patient is successfully transmitting readings.